Event description:
An endurant ii stent graft limb was intended to be implanted to treat an abdominal aortic aneurysm. It was reported during the index procedure, when the device packaging was opened and passed to the instrumentalist, it was observed to be broken while being passed through the guide. Upon detection, the device was completely removed, analyzed, and discarded from the surgical table. There was no excessive force used when removing the product from its box. There was no contact with the patient, as it entered through the guide wire to the introducer, but that is where it was noticed that the endurant ii graft was broken. The issue was identified as a fractured screwgear of the device. It was noted that the the device box was sealed and intact. It was confirmed that it was not on a shelf; the supplies were dispatched for surgery in transit from the warehouse to the center. The patient remained stable throughout the procedure. A medtronic stent graft was used as a replacement and was successfully implanted, completing the treatment without complications. Per the physician the cause of the screwgear being broken was suspected to be from a manufacturing defect or damage during transport. No additional clinical sequelae were provided, and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Photo evaluation summary: 11 still images were received for analysis. Image depicts an endurant device in the packing tray. A break is evident to the proximal end of the screwgear. Device evaluation summary: the shelf carton and packing tray were not received for analysis. A break was evident to the proximal screwgear. A kink was evident to the graft cover immediately distal to the strain relief. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.